Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin use. Ultimately, the customer reverted to an alternate method insulin therapy.